Event description:
It was reported to target that during the procedure two coils were stuck in the fastracker-10 catheter. Upon investigation of the returned device on 10/27/98 it was discovered that the catheter had detached making this complaint a MDR. The pt was reported to be in good condition.